Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. He customer was in hospital due to bronchitis. The customer also stated that the insulin pump had blank display which returned after insulin pump restart. The troubleshooting was not performed for high blood glucose value. The insulin pump will not be returned for the analysis.